Event description:
The customer reported a false reactive alinity I havab igg result on a patient. The following results were provided on one sample: lot# 57170be00 = 1.030 / 1.020 s/co lot# 60404be00 = 0.300 / 0.750 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive alinity I havab igg result on a patient. The following results were provided on one sample: lot# 57170be00 = 1.030 / 1.020 s/co lot# 60404be00 = 0.300 / 0.750 s/co no impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the trigger and pre-trigger fitting kit. There have been no further reports of discrepant results since the part was replaced. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6) analyzer.